Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 12.0cm to 12.2cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that upon interrogation, the right atrial leads exhibited noise. The physician suspected a clavicular crush. The lead was explanted and replaced. The patient was in stable condition.